Event description:
Medwatch report explained that a platform codman lp shunt valve in patient was not functioning properly. Caused patient to have further surgery to explore problem. Per the surgeon, shunt valves are an imperfect solution to a bad problem. Many times they fail due to clogging from patient debris, but sometimes the failure is mechanical. There is no way to know this without the company examining the product. We probably explant over 100 valves each year for this reason. If we can get more information about the true clogging vs. Mechanical failure rate, that will help us, and industry improve the product for the future.

Manufacturer narrative:
It should be noted that this complaint was originally reported to codman in may 2011 and reported to the FDA on (B)(4) 2011 under complaint (B)(4). Upon completion of the investigation it was noted that the product code returned was actually ns-0329 and not that of ns-5052 as previously reported by the customer. The device was tested and an occlusion was found. Once the device was irrigated the flow was normal. It was also noted that the device failed the programming test. Biological debris was seen throughout the device. This was the apparent root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.